Manufacturer narrative:
(B)(4). Upon review of the information provided through product analysis, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been updated to not reportable.

Event description:
It was reported that during an unknown procedure the clip can't be fired. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.